Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility receive instruction/reinstruction on the handling method of the device including use environment. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported the eyepiece on the tracheal intubation fiberscope had a pinhole (leakage). No patient injury reported. During the evaluation of the device, it was noted the coating of the insertion guide coil was peeled off. This report is to capture the reportable malfunction of the coating of the insertion guide coil was peeled off noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated, and the reported issue was confirmed. The water tightness of the eyepiece was not maintained due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The image had a stain. The flexible tube of the insertion section was crushed due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.